Event description:
A report was received that the patient underwent a lead revision due to lack of stimulation. During this revision the physician left one lead in place because it was scarred in and would not come out. The patient is reportedly doing well after the revision.

Manufacturer narrative:
Device remains in patient. This is a final report.